Manufacturer narrative:
Cracks were observed on the housing and scratches were observed on the bottom housing. An indent mark was observed on the top housing and damage to the reservoir cap and ratchet gear teeth was observed. This damage lined up with the indent on the top housing, evidence of post use damage. The exposed portion of the soft cannula was observed to be stretched and flattened and the distal tip appeared to be torn. Because of the torn cannula, fluid was unable to pass through the complete fluid path. The data downloaded from the device did not show any signs of a failure to deliver insulin. Although the cannula was damaged, the timing and cause of the damage to the cannula is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours. As treatment, a manual injection of insulin was delivered and a new pod was applied. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).